Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the fiber optic module, which corrected the hardware errors. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
While performing a field action on a cs300 intra-aortic balloon pump (iabp), the uhs representative encountered a dsp hardware error (fiber optics). The customer was notified and arranged for getinge to evaluate the unit. There was no patient involvement and no adverse event was reported.